Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: two photos were provided, and it can be observed that the endotracheal tubes are kinked, the tube position is toward the top of the patient face, therefore, the tube is bent at an angle of 90 degrees form the part that is located near the patient¿s mouth. This condition is observed in both photos. Bending the tube to such extreme would kink this type of tube and obstruct air flow. Instructions for use (IFU) states the following in warnings precautions section: should extreme flexing (chin-to-chest) of the head or movement of the patient (e.g., to a lateral or prone position) be anticipated after intubation, use of a reinforced tracheal tube should be considered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device's tube was kinked which decreases the passage of air. There was no patient injury and re-intubation was not required.